Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's clips are not staying attached to the tissue. Three devices were used and the same thing occurred. They completed the case with another unknown device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.